Event description:
A surgeon reports that a pt experienced inflammation following intraocular lens (iol) implant surgery. The association between this event and the iol is not known. Add'l info has been requested.

Event description:
Additional info was provided by the implanting surgeon. The endophthalmitis developed within the first 24 hours following intraocular lens implant. Culture results identified one colony of staphylococcus epidemidis and the pt was treated with intravitreal and subconjuctival antibiotics. The infection has resolved.